Event description:
"The triathlon cement keel punch device was returned by the customer to be replaced by cementless triathlon keel punches. When making the RMA, our product manager (B)(4) noticed the difference between the item number and the device: there is a wrong item number on the device, 6541-2-013 and this should be 6541-0-013."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.